Event description:
It was reported that the patient underwent surgical intervention on (B)(6) 2020, wherein the patient had their lead explanted and replaced. Therapy has been restored post-op. It is unknown which lead was explanted and replaced, therefore both leads are being reported.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Reference MFR. Report#: 3006705815-2019-04147. It was reported that the patient was experiencing auto reducing. An abbott representative met with the patient and discovered 4 contacts had high impedance. Troubleshooting steps remained unsuccessful. As a result, surgical intervention may take place to address this issue.

Manufacturer narrative:
The reported event of high impedance was confirmed. The lead was returned complete. Microscopic inspection identified a kink in the lead body where all of the internal wires were broken follow by a cam impression mark. This would have caused the reported issue in the field. The fractured wires are consistent with the lead being subjected to overstress while in vivo.